Event description:
An attempt was made to use a 2.5mm diameter x 12mm length sprinter legend rapid exchange (rx) balloon dilatation catheter for pre dilatation of a calcified lesion located in the rca. No issues were noted during preparation of the relevant device and inspection prior to use; however, it was reported that the balloon was inflated to 12 atm and held for 9 seconds then it burst. The pt is reported to be stable and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results and conclusion: calcification.